Manufacturer narrative:
On (B)(6) 2015 - received call from account manager that doctor tried to insert plate screw (ls30-14t) into a locking plate. The screw would not lock into place. The doctor removed another (ls30-14t) screw from the tray, inserted into plate and screw locked in place. On (B)(4) 2015 - vilex received the plate screw that would not lock. On (b)(64 2015 - vilex's quality department examined the screw and found no visual defects. Qc was able to screw the plate screw into several plates and it locked into place. Qc department suggest this may have been an alignment issue or bone material restricting the advancement of the screw. After a review of vilex' complaint log, revealed that no other complaints have been filed against this device. If more information should become available, a follow up report will be filed.

Event description:
Locking plate screw would not lock into plate.